Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: during investigation, the battery compartment was cracked below the bumper pad. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2018.